Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (redv4016) have been reported from multiple facilities in (B)(6).

Event description:
It was reported that when attaching the extension tubing with the strain relief in the process of catheter placement, no ¿click¿ was heard and the two were separated just with a gentle pull. No other information was provided.